Event description:
Pt had catheter inserted in or in 2002. Stayed in an as an inpatient. Used catheter x2 for hemodialysis. During the 2nd treatment, pain and swelling were noted. Catheter removed and a new one inserted two days later. A hole was in the 1st catheter.